Manufacturer narrative:
Expiration date is na, as the reported device is an instrument.

Event description:
It is reported that the trials were fitting loosely during use.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: upon receipt of additional information it has been determined that the reported device did not cause or contribute to a serious injury. This malfunction has also not been previously reported for having led to a serious injury. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.